Event description:
Litigation papers allege the acetabular cup eventually deteriorated, detached, disconnected, created metallic debris, loosed from patients acetabulum, caused the patient severe pain, inhibited patients ability to walk, and/or otherwise caused patient to live in fear of developing future diseases and medical conditions.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.